Manufacturer narrative:
Product complaint#: (B)(4). Sent to the FDA: 10/23/2019. Additional information: d4 (lot#), d10 (concomitant medical products), h3 (device evaluated by MFR), h4 (device manufacture date). Correction: d3 (manufacturer name, city and state), g1 (MFR site), g2 (report source). H3 (device evaluated by MFR) evaluation: two sealed boxes with thirty-six unopened samples each and one opened box with thirty-one unopened samples of product code were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of thirty-two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of needle pull off device issues captured in reports: 2210968-2019-87837, 2210968-2019-87850, 2210968-2019-87851. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a scrotum seam procedure on an unknown date and suture was used. It was reported that the needle does not seem to be sheathed as usual, they are too easy to pull off the thread. The surgery was completed with threads from another batch.